Event description:
It was reported that a pump, while on pc power, "will beep loudly without an error message appearing on the screen." The customer stated that "if the pump is left on for a length of time it will start to power on and off without user input." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep model and shutdown without user input. The unit also experienced "check battery" alert messages during the eval. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting.